Event description:
Heartmate 2 left ventricular assist device (lvad) patients presents with driveline fracture (pump stops on ac and wall power) confirmed by abbott corp through logfile analysis. Abbott engineers attempted splice repair of the external driveline, however pump stops recurred within 48 hours of the repair. Patient subsequently required heartmate 2 to heartmate 2 exchange via subcostal approach.